Event description:
A customer's mother reported via phone call indicating that their insulin pump alarmed low reservoir even though they had 40 units left in the reservoir compartment. The patient's blood glucose level was 250 mg/dl at the time of the call. The mother stated that the insulin pump is too unpredictable. The customer was not available to troubleshoot at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty sensor resistor unable to perform the occlusion test due to prime anomaly. Pump received with cracked case at display window corner, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window.